Manufacturer narrative:
Device received error 38 during rewind due to corroded motor home switch, corrode battery tube and corroded electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the pump and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had pump error. Customer's blood glucose value was unknown. Customer stated that they were able to clear the alarm but unable to complete rewind. Insulin pump will be returned for analysis.